Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) unit was defective and the back up iol was used to complete the procedure. We have learned through follow up that the injector broke during implantation of the lens into the patient's eye. Account indicated that the cartridge tip was damaged. No further detail was provided.

Manufacturer narrative:
Device available for evaluation? Yes date returned to manufacturer: feb 1, 2024 device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the simplicity complaint product revealed that the cartridge and cartridge tip was damaged and cracked with the plunger protruding from the neck of the cartridge; the plunger rod tip was also observed to be damaged. The ophthalmic viscosurgical device (ovd) was not observed to be disbursed throughout the cartridge indicating that an inadequate amount of ovd was used which could contribute to the complaint issue reported. The lens module and handpiece were inspected, and no issues that could cause or contribute to the complaint issue reported were observed. The lens was inspected and observed to be coated in ovd. The lens was cleaned, and a scratch was observed on the lens. Photographs provided by the customer were received and evaluated. The photographs display the suspect cartridge, and the cartridge tip can be observed to be damaged. The lens is displayed in one of the photographs; based on the quality of the image, no issues could be identified and no further evaluation could be performed. The complaint issue "cartridge tip cracked/damaged" was identified during product and photo evaluation. The observed "cartridge crack" and "cartridge damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.